Manufacturer narrative:
(B)(4). The rt267 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the rt267 breathing circuit was returned to fisher and paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that there was a crack on one of the swivel wye ports. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed and the new pre-mixed material has now been implemented on the production line. All rt267 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt267 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported via our distributor that they found a crack on the swivel of an rt267 infant dual-heated evaqua2 breathing circuit before patient use.